Event description:
Fenwal received a call on (B)(6) 2010 regarding a donor who complained of chest pains during a collection procedure after approx 4000 ml was processed. The donor indicated feeling chest pain when inhaling (stated felt like pleurisy). The donor requested to be reinfused (stopping the donation) after complaining of chest pains. The donor refused any offer of assistance from the facility such as call someone, drive him, etc. And left the facility. The donor took himself to the hospital where he was admitted on (B)(6) 2010 and had a battery of tests performed. All tests came back negative and the donor was discharged in good condition on (B)(6) 2010. The facility followed up on the donor's condition on (B)(6) 2010 and reported that the donor was doing well.

Manufacturer narrative:
The sample was visually inspected for any abnormalities that would contribute to the reported incident and none were found. A leak test was performed to determine if a possible internal/external leak(s) was found and no leaks were detected. A batch review was performed and no anomalies were found. The instrument was used for several days after the event with no problems. On (B)(4) 2010, the instrument was functionally tested by fenwal and it passed all of the routine functional testing. A review of the instrument data log was performed and indicated that the instrument operated properly during the donation. Result was that we were unable to determine the cause of the reported event. (B)(4).